Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The procedure was completed and the closure device was successfully implanted in the laa of the patient. There were no reported complications that occurred during the procedure. The next day the patient experienced an ischemic cerebral infarction. The physician treated the patient by lowering the cranial pressure and maintaining their vitals but the patient ultimately passed away. The official cause of death was hernia of the brain and respiratory failure.